Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported sensor issue which was not reproduced. The sensor issues were verified through a review of the event history log by the presence of "downstream occlusion" in the log. The symptom was found to be caused by a force sensor which was out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor issue. There was no patient involvement. No additional information is available.